Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital with symptoms of dizziness and shortness of breath on exertion and device check indicated the right atrial (ra) lead showed a sudden drop to low impedance measurements. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and the inner insulation had a depression breach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.